Manufacturer narrative:
Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. Central leaks are classified as acute or chronic. Acute central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. Almost all pericardial bioprosthesis have some level of central leak postoperatively, especially when systolic pressure is low and low prior to protamine administration and is usually tolerated by patients. Central regurgitant jets observed in studies conducted on the perimount pericardial valve in the immediate post-implant setting have been evaluated to be trivial in magnitude, size, and velocity. The device serial number was not provided; therefore, a device history record (DHR) review could not be performed. However, edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. The explanted valve is expected to be returned for evaluation. If the device is received, a supplemental report will be submitted with the findings. The root cause of this event cannot be determined at this time. It was reported that the device was exchanged with another valve, one size larger. It is possible that sizing issues may have caused or contributed to this event.

Event description:
Edwards received notification that this bioprosthetic aortic valve was explanted after an implant duration of three (3) days due to central regurgitation observed on echo. As reported, indication for initial surgery was coronary artery disease and aortic stenosis. CABG was also performed. During the patient's ICU stay, no improvement was observed and no improvement was seen after swan-ganz placement. The decision was made to reoperate and a new edwards valve, one size larger, was implanted in replacement. After the procedure, echo revealed normal values.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Model number updated. This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001.

Manufacturer narrative:
No intraoperative echocardiogram was provided, thus the reported central regurgitation in vivo could not be confirmed. Under edward¿s standardized in vitro testing conditions, the immediate functionality of the valve is normal. The total regurgitant fraction was more than seven times lower than the maximum allowed for a valve this size. There was no central hole detected under the pulsatile testing conditions. The results from in vitro testing may be different from those obtained in vivo due to differences in hemodynamic and environmental conditions. The root cause of this event remains indeterminable with the available information.

Manufacturer narrative:
Evaluation summary: the report of central regurgitation could not be confirmed through visual observations. X-ray demonstrated wireform intact. Fibrin-like material was observed on the inflow and outflow aspect of the leaflets and sewing ring. One suture remained attached near leaflet 3. The device is currently being processed for further analysis.